Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the functional testing and the archive data review. The root cause for the ua45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During the visual inspection, unrelated to the reported complaint, the encoder drive shaft was not rotating smoothly, and exhibits binding and resistance. The root cause was due to wear and tear. The autopulse platform was manufactured in june 2015, and reached the service life of 5 years. During initial functional testing, the autopulse platform displayed ua45 error message upon powering on. The drive shaft was rotated to home position to clear the ua45 error message. After clearing the ua45 error message, the autopulse platform performed compressions without any fault or error. During archive data review, ua 45 error messages was observed on the reported event date. As a precautionary measure the integrated encoder gearbox was replaced. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. Following this, the user reseated the lifeband, however, the ua 45 was not cleared. No patient involvement.